Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds. It is suspected for the cause to be a micro-dislodgement. However there's no confirmation of this issue. The provider is going to continue to monitor the patient remotely. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds measurements. It is suspected for the cause to be a micro-dislodgement. However there's no confirmation of this issue. The provider is going to continue to monitor the patient remotely. The lead remains in service. No adverse patient effects were reported.